Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous left anterior tibial artery. The 2.5x120mm sterling balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at 6atms. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)